Event description:
Boston scientific reported: after an implantation period of approx. 142 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.